Event description:
Meter name: one touch ultra. Strip name: ultra strips. Meter code: 30. Strip code: 30. Strip storage: correct. Symptoms: weak and shakey. A pt reported they were not able to get a good reading. Their meter allegedly was inaccurately high and control sol is out of range. The result on their meter was 96 mg/dl. The result on the other one touch basic meter was 63 mg/dl. The time difference between pt's meter and other meter was less than 10 minutes. There was no treatment. No further info has been reported.